Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of five (5) years, eight (8) months due to deterioration, moderate to severe aortic stenosis, and patient prosthesis mismatch. The patient was asymptomatic. Internal md pre-op echo review: valve deterioration, moderate to severe stenosis, and prosthesis-patient mismatch reportedly were observed 5 years and 8 months after aortic valve replacement with a 23mm 3300tfx aortic bioprosthesis, leading to consideration of a valve-in-valve procedure. The submitted files suggest the absence of significant bioprosthesis leaflet calcification; but there is no interrogation of bioprosthesis leaflet anatomy, leaflet motion, hemodynamics, or regurgitation. It could be anticipated that a valve-in-valve procedure might have limited impact on whatever degree of left ventricular outflow obstruction is attributable to prosthesis-patient mismatch.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (health effect- clinical code, and device codes). H11: corrective data: corrected section: h6 (type of investigation). H10: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis, in this case, was most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration and nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis, in this case, was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of five (5) years, eight (8) months due to aortic stenosis.